Manufacturer narrative:
(B)(4). Investigation is ongoing.

Manufacturer narrative:
(B)(4). Images were provided to edwards for review. The images were reviewed by an edwards physician proctor. The following observations and impressions were provided: observations: CT measurement of aortic valve area is 356mm² (small for a 23mm). Cine images show heavily calcified aortic leaflets, lvot and mitral leaflets. Calcium is present below the left main in the annulus. During implant the expanding valve frame displaces the calcium below the left main into the pericardium. A translucent double line is present at the level of the apex. The perforation is visible at the level of the calcium below the left main. Impressions: the presence of a pericardial effusion is confirmed, it is present in cine images post valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation, dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per imaging review, the valve frame displaces the calcium into the pericardium during valve implant, causing the pericardial effusion and subsequent annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral deployment of a sapien xt valve, the patient developed a pericardial effusion. An annular rupture was confirmed. Initially it was a small leak, but eventually increased after draining more than 2 liters of blood from the pericardium. The physicians opened the patient¿s chest and used thrombin and manual pressure in the aorto-ventricular groove to stop the bleeding. The patient was not placed on bypass at any time during the procedure. During the implant procedure, the valve was placed without incidence, landing 60/40 aortic/ventricular. The native annulus measured 18x26mm, with an area of 364mm2 via CT. There was mild native annular calcification, and moderate native leaflet calcification.